Event description:
(B)(4). I was diagnosed with rheumatoid arthritis in (B)(6) 2015 but symptoms started a couple years before but became debilitating in (B)(6) 2015 my essure was covered by my insurance.